Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v091117, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v090726, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient started experiencing tingling in their left face and hand. The patient also had numbness in their left hand. It was stated that the patient was also dizzy. These issue began 2-3 weeks prior. It was suspected that the reported symptoms were caused by lead migration. They were waiting on comparison with old MRI for confirmation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.